Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was received for evaluation. During functional testing, an false upstream occlusion occurred. A review of the event history log revealed upstream occlusions. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification upstream sensor. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had upstream occlusion alarm six times in an hour and was not resolved during patient infusion. This event included a phosphate primary infusion, volume to be infused (vtbi) 250ml at a flow rate 4of 3.3ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.